Manufacturer narrative:
The referenced of the patient's artificial mitral valve rupture was reported under medwatch report # MDR-2018-43823. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on and unknown date. The following article information was obtained from "omental flap for the device infection of the heartmate" (ID#(B)(6)). On an unknown date, a mitral annuloplasty was completed by papillary muscle lift using a 28mm abbott rigid saddle (rsar-28). After the procedure, the patient was reported with a fever of 39 degrees and (B)(6) was detected. The rsar-28 used for papillary muscle lifting ruptured, causing severe mitral regurgitation to reoccur. Mitral valve replacement was performed with a 31mm magna mitral ease valve and a left extracorporeal ventricular assist device (heartmate ii) was also implanted. An ormental flap was used to prevent device infection of the heartmate ii that could have been induced by the infected malgranulation around the cannulas of the device. Infection continued after the procedure, requiring antibiotic therapy with multiple drugs and the administration of g globulin. The condition of the patient gradually improved, and was discharged 2 and a half months post-procedure.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.